Event description:
It was reported by the patient, the valve was explanted due to a blood clot or scar tissue and that she was taking anticoagulants as prescribed. Additional information obtained form the surgeon stated the patient was non-compliant with anticoagulants and had a history of atrial fibrillation. At explant, pannus and thrombus were observed. The patient was reported to be in stable condition.